Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced pain, recurrent stress urinary incontinence, urinary tract infection, erosion of sling through the vaginal wall and prolapse. A revision and excision of the eroded mesh was performed.